Manufacturer narrative:
A ge service representative performed an onsite investigation. The system's hd2 molex connector was found to be intermittent. The representative reconnected the system to the spare hd1 connector. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.